Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, upon (B)(4) 2013 f/u, device memories contained a treated vt episode, but the record started with the atp therapy which is not an expected behavior. An explantation is required.